Event description:
Caller reported an alarm 2 followed by alarm 26. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.